Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. The insulin had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.